Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm aortic pericardial valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic regurgitation. The tavr was performed with a 26mm edwards transcatheter valve. No other details were provided.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of 11 years, five (5) months due to severe aortic regurgitation. The patient underwent a valve-in-ring eight (8) days prior [1099920-20190619-1]. The tavr was performed with a 26mm 9600tfx transcatheter valve. Post procedure, there was no significant aortic stenosis and trace paravalvular leak (pvl). There was no procedural complications noted. Post operatively, the patient was taken off all pressors and extubated. The patient's recovery was complicated by multiple factors, but he made a full physical recovery. The patient was discharged home with home health on pod #56 in fair condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.